Manufacturer narrative:
Occupation is patient/consumer the test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) and professional coaguchek xs pro meter serial number unknown. This medwatch is for the vantus system. Refer to patient identifier (B)(6) for the coaguchek xs pro system. The result from the professional meter was 4.3 inr. At 10:51 am, the patient's meter result was 5.6 inr. The patient's therapeutic range was 2.5-3.5 inr.